Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined various components were damaged/worn. The bearing, comb springs, comb, spring pin, washers, screws, cap nuts, and shoulder bolts were replaced to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to component failure as the device exhibits wear and tear from repeated use. The event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that outside of surgery on an unknown date, the unit requires preventive maintenance. There was no patient involvement. During the investigation, it was found that the comb was damaged. Due diligence is complete and there is no additional information available.